Event description:
On (B)(6) 2010, a pt underwent a carotid artery stenting and angioplasty procedure using a gore flow reversal system (gfrs) for embolic protection. The gfrs was placed and flow reversal was established. Some resistance was felt while advancing a guidewire and pre-dilatation balloon through the distal end of the gore balloon sheath (gbs). The lesion was pre-dilated and a stent was placed and post-dilated. Following post-dilatation, it was discovered that the gbs balloon had lost volume. It is not clear when the balloon deflated. The case was completed and the pt is doing well.

Manufacturer narrative:
Method: review of the mfg records and case films were conducted. Results: a review of the mfg record verified the lot met all pre-release specs. The engineering eval of the returned gore balloon sheath (gbs) revealed multiple signs of damage: the gbs balloon was distended to one side with a large hole on the edge of the distension and there was creasing/folding of the catheter at the distal tip under the balloon. This damage is consistent with over inflation of the balloon and subsequent rupture. The balloon sheath failure was reported in vivo and the balloon abnormality was not noted during preparation, which indicates the damage occurred during insertion, tracking and/or inflation at the treatment site. Based on the engineering analysis, the most likely cause for the asymmetrical shape and rupture of the balloon is tortuous anatomy, over inflation and puncture with an ancillary device. Review of the case films confirms that the gbs balloon was over-inflated, as evident by the balloon extending beyond the distal end of the gbs catheter. The over-inflated balloon appears to block the path an interventional device or accessory takes upon exiting the catheter; this could lead to balloon puncture. The images cannot confirm when the gbs balloon deflated. Blank fields present on this form include required fields and fields determined to be not applicable: blank required fields indicate that the info was not provided, was deemed unavailable or was not applicable.